Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total cystectomy procedure on an unknown date and suture was used. The needle detached from the suture during continuous suturing. It was not a control release needle. Further details were not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation summary: it was received for analysis a labeled winding former with a undispensed suture piece, a detached needle and suture piece of product code y305. During the visual inspection of the detached needle, marks at the body of the needles and no remnant at the barrel hole could be observed. The sutures piece were observed cut appears to be by use of a surgical instrument and a end a correct insertion mark was observed. However, the force used to detach needle from the suture could not be determined. The manufacturing records could not be reviewed as the batch number is unknown per the condition of the sample, it could not be determined what may have caused the reported incident of: ¿2 needles (y305h and sxpp1a300) were detached from the sutures¿. Device sxpp1a300 captured in mw report 2210968-2019-87667.